Event description:
The customer reported that the system locked up.

Manufacturer narrative:
(B) (4). The ge service rep replaced the lvolt ps and found the 208vac was running at 201vac. The unit is operating intended.